Event description:
The extension carrier broke during surgery. The break occurred far enough down the carrier that doctor was able to pull the extension through. No pt outcome reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.